Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose event on (B)(6) 2015. The patient's blood glucose at the time of hospital admission was 43 mg/dl. The customer had passed out. She was treated and released. Additionally, the customer experienced a low blood glucose of 21 mg/dl during the day of call. The patient drank apple juice and her blood glucose had since increased to 127 mg/dl. During troubleshooting the patient confirmed that the drive support cap appeared normal. The insulin pump settings were accurate as well. The reservoir contained more insulin than what was displayed on the status screen. However, the insulin pump was not returned for analysis.